Event description:
It was reported the patient passed away on (B)(6) 2024 due to respiratory failure. The outcome was not considered device or therapy related and an autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively established through this evaluation. Requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 lvas. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.